Event description:
New information received notes that the rv and ra leads were explanted and replaced. It was mentioned that programming changes were made previously, and the patient wore life vest. The patient was stable after the explant procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07110. It was reported that when the patient presented remotely via merlin.net transmission, episode of ventricular fibrillation (vf) due to right ventricular (rv) lead noise was observed. The patient received inappropriate atp. The noise was too large to program around. Rv lead revision was suggested.